Event description:
The customer reported that the insulin pump alarmed no delivery. The customer also reported being hospitalized due to diabetes ketoacidosis. The customer stated that the insulin pump was delivering insulin as it should be. Troubleshooting was declined as the customer already has removed the infusion set from his body. The customer stated that he wants to revert to manual injections, and he was willing to try a new infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.